Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2012217 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no signs of defect were detected. Root cause could not be determined.

Event description:
It was reported that the bd discardit¿ ii 10 ml syringe experienced leakage. The following information was provided by the initial reporter: a quality defect was observed on a bd discardit 10ml syringe ref 309110, the nurse who used the syringe reported to me that it was leaking at the plunger, batch 2012217. The incident is isolated and without consequence.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii 10 ml syringe experienced leakage. The following information was provided by the initial reporter: a quality defect was observed on a bd discardit 10ml syringe ref 309110, the nurse who used the syringe reported to me that it was leaking at the plunger, batch 2012217. The incident is isolated and without consequence.